Manufacturer narrative:
The cartridge was returned to animas. No visible damage or defects were observed. There is no investigation necessary. Cartridges with lot #b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
It was reported that there was an insulin leak on the back end of the cartridge. A family member stated that she noticed the leak when she removed the cartridge because of an unrelated pump issue. She reported that there was no moisture visible in the cartridge compartment. The family member related that she accidently tapped the cartridge on the end of the table prior to re-loading the cartridge and noticed the insulin leak. She alleged that the patient's blood glucose was between 400mg/dl and 500mg/dl due to the cartridge leak. She denied that the patient experienced nausea, vomiting, shortness of breath, or ketones during this time. The family member stated that the blood glucose prior to the cartridge change was 219mg/dl and was 197mg/dl after a correction dose of insulin was delivered via syringe currently.